Event description:
A registration discrepancy between two patients resulted in one of the final reports to initially be posted for the incorrect patient. Investigation identified that the registration discrepancy was caused by an error during shipping where the device was registered to the wrong patient. No adverse events such as death or serious injury are known to have occurred. No protected health information (phi) was disclosed to the incorrect party. The clinical report has been corrected and provided to the patient¿s healthcare provider.

Manufacturer narrative:
A registration discrepancy between two patients resulted in one of the final reports to initially be posted for the incorrect patient. Investigation identified an error during shipping which caused a registration discrepancy between 2 patients and subsequently resulted in one of the final reports to be posted to the incorrect patient. A patient received a zio xt home enrollment device that was registered to a different patient, resulting in the final report being posted to the incorrect patient. No adverse events occurred. No protected health information (phi) was disclosed to the incorrect party. The clinical reports were corrected and provided to the patient¿s healthcare provider. This event is being reported per 21 cfr 803 as a product problem / malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.